Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 3.50mm x 20mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmospheres for 3 seconds, the balloon ruptured. The device was completely removed, and the procedure was completed with a different device. There were no patient complications, and the patient was stable.